Event description:
Consumer reported she brushed her teeth, and the little bottom part of the brush head broke exposing the hard plastic, causing her tooth to chip. The dentist put a cap on her tooth.

Manufacturer narrative:
Since consumer has not returned the product to date, it could not be evaluated and no conclusions can be drawn.